Event description:
It was reported the patient¿s atrial lead had a history of lead noise that was oversensed and failure to capture. Upon further examination, it was observed the lead had fractured and the pacing impedance was above 2000 ohms. The lead was capped and replaced on (B)(6) 2021. The patient was stable and had no reported symptoms.

Event description:
New information notes that the atrial (ra) lead was explanted. The patient condition was stable.